Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 pump logs received indicated ¿removed 1 cm from original catheter and added 7.6 cm¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.